Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead had a chronic noise problem. The asymptomatic patient presented for an unrelated procedure. Upon interrogation it was observed the atrial lead was over-sensing lead noise, under-sensing, failing to capture at high output, as well as had low pacing impedance. Programming changes were completed to address this issue. The patient was stable.